Event description:
A malfunction was reported on the pump, identified with a malfunction code, by a caller. There was no adverse impact to the customer's blood glucose level. As a corrective action, tandem technical support advised that the customer would receive a replacement pump with updated software. They guided the customer through proper storage procedures for returning the faulty pump and ensured that the customer would be able to connect the continuous glucose monitor to the new pump. The customer was instructed to send the malfunctioning pump back to tandem within 10 days using a provided return box and shipping label. Customer reverted to an alternative method of insulin therapy.